Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a hole in the tubing through pinch valve pv37 at the feed through fittings ff107 and ff124. The fse indicated that the tubing through pinch valve pv37 provides pressurized diluent from sheath tank to manifold mf11. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to a hole in the tubing through pinch valve pv37. (B)(4).

Event description:
The customer reported a leak at the right side of the coulter hmx hematology analyzer with autoloader. The volume of the leak was not specified but the customer indicated that the leak appeared to be cleaner and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.